Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. This lead was explanted, and new lead was placed. No additional adverse patient effects were reported. Additional information received indicating that there was no specific cause identified but lead dislodgement suspected.